Event description:
It was reported that during arthroscopic surgeries the pump did not deliver the expected pressure. The pump had to be set to 120 to archive the expected pressure. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. *** update 30-nov-2021 dw further information were provided that the surgeon had no visibility and therefore had to keep increasing the pressure. Usually the customer arthroscopes a hip with a pressure of 60mmhg. But the pump did not build up enough pressure in the joint. Outside the joint, it ran without any abnormalities. No alarm or error settings were displayed and the settings also corresponded to a regular arthroscopy.

Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no damaged to the device. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. Tub set was used was not returned. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.